Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had pump error alarm. Blood glucose level at the time of the incident was not provided. No further details were given. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test and self test. There was no unexpected pump error 53 alarm during testing nor in the pump long trace download history file.